Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to use the magnet to turn the system off. The pt had been able to use the magnet at first, but was no longer able to utilize the magnet. A stronger magnet was sent. The sjm representative met with the pt and the new magnet was unable to resolve the issue. Follow up identified the pt was working closely with her physician regarding to the issue.